Manufacturer narrative:
Analysis was normal. No anomalies were found. A partial lead was returned, full analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented in clinic, the right ventricular lead exhibited low impedance. The lead was explanted. No additional information was available.

Manufacturer narrative:
The reported -low impedance was not confirmed. Analysis was normal. No anomaly was found.